Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that only 40% of the right eye flap was completed during laser treatment after proper docking and alignment of the eye. The doctor used a microkeratome to make a 90 micron flap to complete the procedure with no patient harm.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).